Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when placing the reload, the stapler broke before stapling. When the reload was replaced, the device worked normally.